Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the amber light on the camera was on. There was no patient involvement. They went into nditoolbox - discovered erroneous bump (temp+bump).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6). H3, h6) the system was serviced in the field and hardware parts were replaced. Additional information was not provided. Codes b01, c19, and d15 are applicable. H3, h6) the product ID: 9735821, lot number: p900890, was returned and analysis confirmed the reported event. There were many nicks and scratches on the returned positioning sensor unit (psu). A check of the event log showed intermittent firmware compatibility dating back to august of 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera was able to track well enough due to the scratches lenses was able to perform an accuracy test (aak). Codes b01, c02, c07, c08, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.